Manufacturer narrative:
MDR 3003442380-2024-02368 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from (B)(6) 2024. First event was occured on (B)(6) 2024 and second event was occured on (B)(6) 2024 and third event occured on 09 april 2024. It was reported that patient faced an issue with three infusion set was fell during use. The infusion set was in use for one to two days.during first event blood glucose level was unkonwn, during second event blood glucose level was 200mg/dl and during third event blood glucose level was 170mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.